Event description:
Reason for call: consumer's grandson called in to report incidents on (B)(6) (see case (B)(4)) where the emts were called for his grandmother. On (B)(6) 2015 at 6:29am, the consumer performed a blood glucose test getting a result of 258 mg/dl. According to the reporter, the consumer administered five (5) units of fast acting insulin and approx. Twenty (20) minutes later the reporter stated the consumer administrated 40 units of long lasting insulin. At 10:02am the consumer performed a blood glucose test getting a result of 219 mg/dl. Another test was performed at 12:38pm getting a result of 285 mg/dl. According to the reporter, at 4:20pm, he noticed his grandmother appeared to be 'disoriented and not responding to him' so he called for emergency medical intervention. 1 of 2.

Manufacturer narrative:
The customer complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight testing. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification.

Manufacturer narrative:
Related medwatch reports: 3004193489-2015-00102. The meter and test strips will be returned for evaluation. Test strip lot #1020214204, expiration date: 7/2016, control solution lot # none. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.